Event description:
A customer reported that during a procedure, the bi-polar cautery was not working. An alternate cautery was used in tandem with the system, and the case was completed w/o harm to the pt.

Manufacturer narrative:
The customer called to cancel the request for service. The facility biomedical technician stated the system was working properly. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause of the reported event can be attributed to a loose footswitch connection. (B)(4).